Event description:
Related manufacture reference number: 2017865-2023-18999. It was reported that the patient's pacing system exhibited atrial noise. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6)2021 and explanted on (B)(6)2023. No interventions were performed for the atrial lead. The patient's condition was unknown.

Event description:
Additional information noted that the atrial noise was noted remotely. The patient was stable post procedure.